Manufacturer narrative:
Initial information received on 12-08-23: patient fall. No further information about injuries. -> no report to FDA necessary (medical device reporting decision on 12-18-2023) further information received on 12-21-23: according to the event description provided by the healthcare professional (cpo) the device did not cause or contribute to the occurred event ("customer suddenly had pain in his hip when walking. To compensate for this, he lengthened his stride. He fell in the process." & "the fall probably had nothing to do with the prosthesis fitting.") -> no report to FDA necessary (medical device reporting decision on 12-29-2023) further information reviewed on 05-21-24: now, it is written that the customer is no longer sure whether it happened due to a malfunction after all. It may have been levered out on the slope by the trip protection. -> report to FDA necessary.

Event description:
Please check parts. Patient has fallen. User suddenly had pain in his hip when walking. For compensation, he lengthened his step. In doing so, he fell. The fall probably had nothing to do with the prosthesis fitting. There was first pain (fracture?) In the hip (which was known to be damaged) and this could have caused the fall. However, it is of course not possible to determine the exact sequence. The prosthesis was no longer worn after the fall, so we do not know whether it is defective. New information on 21.03.2024 (was not forwarded to the complaint officer in (B)(4)): the patient is no longer sure whether he may have fallen because of the joint after all. He may have been levered out by the trip protection on the slope.